Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-14969. Related manufacturer reference number: 2017865-2025-14970. It was reported a patient presented with a fever and infection. Vegetation and growths were noted on the leads. An esophageal ultrasound and echocardiogram indicated tricuspid valve regurgitation. The system was explanted in a procedure on (B)(6) 2025. Post-procedure the patient was stable.